Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received.

Event description:
It was reported that during a procedure the clip applier kept firing clips after the clip was applied. It was reported that there was no injury or consequence to the patient. A request for additional information was sent but no further information was available.

Manufacturer narrative:
The device was returned in a condition consistent with use in the field. The clip retainer was missing off of the clip applier. This results in the clip applier firing unformed clips from the shaft instead of leading the clip into the jaws for proper positioning and shaping. The device was returned with 12 of 17 original clips present, the clip retained moved out of position during use in the field.